Event description:
Note: date of event is unk. It was reported to boston scientific corporation in 2008, that a button replacement gastrostomy device was used during a peg procedure. According to the complainant, the triple label seal was incorrect. The device and package labels indicated the product was a 24fr/3.4cm device, but the triple seal indicated the product was a 28fr/2.8cm device. The procedure was completed with this same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device malfunction cannot be performed.